Event description:
The facility's biomedical technician reported an infusion pump with failure code 53, found during pt use with no pt injury or medical intervention. Although attempts were made by baxter to obtain add'l info from the reporting facility, details were not available regarding age of pt, medication involved or the set up of the infusion device. The volume to be infused was 100 cc. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event. No add'l contact info was provided.